Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the rf head had no telemetry and failed all uplink amplitude tests. It was also noted that the rf head lens was cracked and the rubber portion of the rf head label was gone.

Event description:
It was reported that the rf (radio frequency) head would not interrogate the devices. The clinician used a different rf head in the same programmer without incident. The rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.